Manufacturer narrative:
The product was not returned. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters. Add'l pt info: it was later reported that the pt is doing fine now and has had no adverse effects from the alleged event.

Event description:
It was reported to medtronic neurosurgery in user facility report (B)(4) that a CT scan of the pt's head was obtained to evaluate his abnormal head shape. He was found to have a disconnection of his ventricular catheter from his snap top assembly. Bone had been growing in between the catheter and the cap of the snap top assembly. The pt did not exhibit any signs or symptoms of increased intracranial pressure. However, an ophthalmologist examination revealed the presence of papilledema.